Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturing report date: 3006705815-2024-00306. It was reported that the patient was experiencing pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was repositioned higher. During the procedure one of the leads was repositioned to obtain effective therapy. Effective therapy was established postoperatively. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000141465.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.